Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision.asr xl - right.reason(s) for revision: pain and loosening of stem.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: pain and loosening of stem. Update received: 10th april 2014 - added further reason(s) for revision: alval/soft tissue reaction and metallosis; the chrom/cobalt was at 400/500, and dropped to 60/30 after the revision. The operative notes shows large amounts of metallosis and added manufacturing dates.